Manufacturer narrative:
It was also reported that the patient was hospitalized for treatment with IV antibiotics (specific date not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached.